Manufacturer narrative:
The impacted product was received by the failure analysis lab on january 18, 2021. The investigation of the returned device was completed by the failure analysis lab on january 22, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the saline implant breast implant had an area of shell abrasion on the posterior view. Additionally, a tear was within the shell abrasion, measuring approximately 0.3 cm the evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)2020. An explant is scheduled for (B)(6)2020. 2. Is other serious- uncheck. 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with an unknown mentor saline prosthesis experienced spontaneous right sided deflation accompanied by breast pain post procedure. The patient woke up with the pain and noticed a size discrepancy in her implants. The deflation was diagnosed through a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.